Event description:
Customer called on (B)(6) 2011 reporting that the 4c plus control material had leaked inside the box while in storage. Customer also reported that the pierced holes on the control vials seemed large since service had replaced the probe on the coulter act diff 2 analyzer. Customer had not noticed the large holes on the control vials and had placed the cell control vials sideways inside the box therefore causing the leak. Customer was wearing proper personal protective equipment during the leak and no injury or exposure was reported as a result of this incident. Customer also noted that patient samples or results were not affected by this event. Field service engineer (fse) was dispatched and found that the probe had pierced unusually large holes on the control vials. Fse stated that the probe was malfunctioning on the up and down mechanism. By replacing parts of the probe assembly, the fse was able to solve the problem.

Manufacturer narrative:
(B)(4).